Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that this right atrial lead had dislodged a few days after implant. The physician elected to explant it and replace it with a lead with a different type of fixation method. To date, there have been no adverse patient effects reported.